Event description:
A caller reported the consumer was in a car accident on (B)(6) 2015, had 2 broken vertebrae, had surgeries for it, and was in a coma for a couple of weeks after. The consumer had lost their patient programmer and had not been able to adjust stimulation to help with the pain, which the consumer had been experiencing and the pain medication had not been working lately. The pain was stated to likely be due to the car accident and not having the programmer to adjust stimulation. The healthcare professional later reported that the patient thought the stimulator was not working. It was reported that the patient had an accident last year and as a result needed to contact someone to teach them how to use the stimulator again. No additional information about the stimulator not working or the accident was reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.